Event description:
It was reported that the patient was experiencing a loss of effective therapy. An x-ray was performed and the image showed that the sacral lead had migrated. There was also signs of erosion as the lead was superficial and contacts were visible through the skin. Boston scientific subsequently received additional information confirming after a physical examination that there was no erosion found at the lead site and the pain was caused by scar tissue from a different procedure. Reprogramming was performed to address the minor lead migration and therapy was restored.

Event description:
It was reported that the patient was experiencing a loss of effective therapy. An x-ray was performed and the image showed that the sacral lead had migrated. There was also signs of erosion as the lead was superficial and contacts were visible through the skin.